Event description:
Pt's mother reported the pt has seen no efficacy from the vns device. The pt does not currently have a treating physician. Proper device function can not be confirmed due to a lack of device programming history.

Manufacturer narrative:
Cyberonics labeling indicates that vns therapy is an adjuctive therapy and not all pts benefit from its use.